Event description:
It was reported that when an asymptomatic patient presented in clinical for routine follow-up, non-sustained lead noise episodes were observed. Upon interrogation, competitive atrial pacing which intermittently blanked ventricular events on the near field channel were observed. This caused a mismatch between the near field and far field channels which triggered the non-sustained lead noise alert. Programming changes were recommended. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.